Event description:
Product was used to close a laceration on the bridge of the nose of a pt of unk gender. The product ran into the left eye and bonded it shut. The eye was opened and treated with ophthalmic ointment and an ophthalmologist was consulted. At this time no additional info has been provided. Product was not returned.